Event description:
It was reported the customer had a blank display on their insulin pump. The customer also reported two cracks on their insulin pump's case. Customer's blood glucose was 209 mg/dl. It was also found the customer's cracks were located on the upper right corner and lower left corner of their screen. Customer declined to troubleshoot for their blank display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.